Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level was over 700 mg/dl. Customer was experiencing high and low level of blood glucose level since then last week. Customer was not experiencing any high and low blood glucose level related symptoms. Customer was not using insulin pump within 48 hours of reported event. Customer did not allege that insulin pump was under delivering insulin. Customer was neither in emergency room nor admitted into hospital. The customer reported that the displacement test was passed. Insulin pump will not returned for analysis.